Manufacturer narrative:
A lot history review (lhr) of rexf2015 showed no other similar product complaint(s) from these lot numbers. The complaint of a broken catheter was confirmed; however, the cause was determined. The product returned for eval was one radiographic image depicting an upper torso. A radiopaque catheter-shaped object was visible when the heart region of the depicted torso. While what appeared to be an mobilized segment of catheter was visible within the provided radiograph, the evidence received was insufficient to determine a root cause for the failure. Consequently, this complaint is confirmed as "cause unk" at this time.

Event description:
It was reported that on (B)(6) 2014, the pt child had the catheterization of 4f three way valve catheter and everything was normal during the indwelling until (B)(6) 2015, when the pt returned to the hospital for maintenance, blood return of the catheter was found (incorrect connector/maintenance methods which could cause blood return are excluded), and the pt child had no uncomfortable feelings. The nursing staff doubled that the three way valve was invalid, therefore it was kept to be used, on (B)(6) 2015 (indwelling time: one year and 18 days), the catheter was removed as the treatment was finished and the removal had no resistance. When the catheter was removed out of the body. The operator found that the catheter front end had been allegedly broken. There was 15cm residue inside the body, the broken end was at t8, and the tail end was at t10. At 6 pm on (B)(6) 2015, conducted the capture of the broken catheter by intervention. Catheter has been completely removed.